Manufacturer narrative:
D4 - model #, h3, h6: updated. The suspect pump was returned for evaluation. Visual inspection was performed and was confirmed that there were no anomalies noted with respect to the complaint. The event history log (ehl) was reviewed. The high alarm related to the detached cassette was noted and confirmed in the ehl as stated by the complainant. The service history review was performed, and it was confirmed that there was no previous repair noted. The device failed during the latch lock test due to the device which failed to read the lock. The latch flex senor was then replaced. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device would not register the lock. There was no patient involvement and harm.